Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving comp ounded baclofen (100mcg/ml at 14.02mcg/day), sufentanil (500mcg/ml at 70.09mcg/day), bupivacaine (20mg/ml at 2.8mg/day) and clonidine (40mcg/ml at 5.608mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient lost consciousness after a dye study. They lost consciousness after the dye was pushed through the catheter, but before the prime bolus was given after the procedure. The dye study was done because the patient was not feeling well after their refill from the previous day. The patient was given narcan and sent to the ER. It was noted that the hcp had no further information. The patient status at the time of the report was alive with no injury. The patient's medical history was asked but unknown. The issue was resolved at the time of the report. Additional information was received from the manufacturer representative (rep). It was reported that per the doctor, "everything was fine with the catheter." The cause of the patient not feeling well after refill and losing consciousness was not determined. The cause of the overdose and loss of consciousness after the dye study was not determined definitively. The patient wanted the pump removed. The pump was stopped on (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2001 explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 20-aug-2003, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 16-sep-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated that the pump was removed but not replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated that they are not aware if the issue was resolved but the patient went into a hospital and the pump was removed. However, the rep was not present when the pump was removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that, per the ER, the patient came in obtunded and showing signs of overdose. Narcan was administered and a positive response was observed. The managing physician was contacted. They were aware of the previously reported issues, and made the order to shut down the pump permanently. The hospital was in the rep's territory, so they were called to turn off the pump. The manufacturer's technical services gave the rep the "kill code" and the rep shut down the pump. There were no known environmental, external, or patient factors that may have led or contributed to the event. The managing physician said that the pump will be explanted at some point. Rep encouraged the patient to let their rep know, so the pump could be returned to the manufacturer for testing. The issue was resolved at the time of the report. The patient's status was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that, ever since the patient had their pump replacement, the patient had been drowsy, sleepy, and not as active as they used to be. The patient's doctor noticed pump volume discrepancies in (B)(6) 2022 and that's when the patient noticed that they were losing weight. His weight went from 225 to 197 and then back to 205. The patient thought that he started losing weight around "august/june". Since december, the patient had noticed that his energy level had changed and they he "couldn't keep anything down". In (B)(6) 2022, the patient had a refill and started getting sick and "couldn't keep anything down". The pump was supposed to have 3ml but there was only 0.3ml left. The patient went back again in (B)(6) 2023 to have the pump refilled and the pump was empty and the patient started throwing up again. On (B)(6) 2023, the patient went to have the pump filled and was throwing up that night. The doctor had the patient come back on (B)(6) 2023, at which time they did a dye study. Per the patient, they were pulling medicine out and the patient was "sitting there looking at the screen", and he woke up with "aspirators in his mouth" and "breathing machines over his nose" and they had to give him narcan because he was not breathing. Per the patient, the rep thought what happened was that, when they shot dye into the catheter, it gave the patient a "big dose of medication". Per the patient, "the pump was reduced 30%" and they were released. On (B)(6) 2023, the patient began "throwing up really bad again". The patient then overdosed again on (B)(6) 2023. The pump was removed on (B)(6) 2023 because "the pump overdosed me". The patient was never given any information regarding "if the pump was malfunctioning or what and now the pump disappeared". When asked who the managing physician who was filling the pump, the patient stated that they had one provider until they started feeling sick and noticing that something was wrong, then was sent to a different doctor. Per the patient, the pump was previously used to deliver unknown baclofen, bupivacaine, clonidine, and fentanyl.